Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) measured higher thresholds on the right ventricular lead. It appeared as though mechanical verses physiological noise was oversensed which resulted in pacing inhibition. No adverse patient effects were reported. The physician elected to continue to monitor this patient and issue.